Event description:
A caller reported a cartridge alarm 30 issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To rectify the situation, tandem technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy, and they would receive a pump with updated software. Cts provided guidance on putting the pump into storage mode and outlined steps to take upon receiving the replacement pump. The problematic pump was to be returned within 10 days using a pre-paid label, and a replacement pump was sent.